Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro 2 device was intermittent; the current was cutting out, even after cleaning the jaws. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for eval. It showed no signs of clinical usage and evidence of blood. A visual inspection did not identify any nonconformance that may have contributed to the reported event. There was a significant amount of dried blood and tissue on the heater wire. The safety shut-down mechanism on the device was tested and the device passed the test. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test as it produced steam and heat during several activations and shut off when the toggle was released. The device was tested for toggle deactivation with the shaft flexed at 15, 25, 35 and 45 degree angles. The device passed the deactivation testing as it activated when the toggle was actuated and shut down when the toggle was released. The device was tested for resistance and temperature. The device passed the tests. Based upon the eval results, the reported complaint could not be confirmed. (B)(4).